Event description:
It was reported that the right ventricular (rv) lead had intermittent poor sensing and thresholds. It was also reported that at tines electricals were within normal limits and other times sensing and thresholds were outside of normal tolerances. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.